Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during the third inflation at 6 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during the third inflation at 6 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 7mm from the tip of the device, the balloon had a 11mm longitudinal tear. The balloon was found to have a longitudinal tear.